Manufacturer narrative:
E1 - initial reporter phone- (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involving a 40-inch (102 cm) administration set with chemolock connectors with possible lot numbers 14845391 and 14888382, the chemo lock attachment connecting the primary to the secondary line separated after trastuzumab was hung. As a result, medication spilled from the end of the chemo lock onto the floor. The event occurred during patient use. There was patient involvement with no injury reported.